Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump black box showed no data related to the event. During investigation, the pump was powered on and there was no sound emitted from the audible alarm feature. The vibratory alarm functioned properly. The pump case was opened and a cracked solder joint on the piezo was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not emit appropriate audible tones. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.